Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of a patient who made a mistake / touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake / touch contamination when the pd catheter may have come in contact with feces. On (B)(6) 2011, the patient experienced peritonitis. The consumer stated the cause of the peritonitis was due to the patient made a mistake/touch contamination. The nurse stated that the cause of the peritonitis was unknown, and did not confirm that the mistake / touch contamination reported by the consumer. It was unknown whether the patient was hospitalized due to this event. The outcome of the event of the patient made a mistake / touch contamination was not reported. At the time of this report, the patient was recovering from the peritonitis and therapy with dianeal was ongoing. The nurse did not provide causality for the event of the patient made a mistake / touch contamination, but stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11g18111, h11f29029 and h11e26068 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.